Event description:
It was reported that the right ventricular (rv) lead was dislodged and perforated the right and left ventricle, and left lung. The patient had cardiac surgery with thoracotomy and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was dislodged and perforated the right and left ventricle, and left lung. The patient had cardiac surgery with thoracotomy and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to return for analysis. The product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
Correction to section h6 impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead was dislodged and perforated the right and left ventricle, and left lung. The patient had cardiac surgery with thoracotomy and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to return for analysis. The product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead was dislodged and perforated the right and left ventricle, and left lung. The patient had cardiac surgery with thoracotomy and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to return for analysis. The product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.